Manufacturer narrative:
(B)(4). The device was manufactured between october 14, 2013 - october 15, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was determined to be due to a manufacturing issue. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed fluid inside the housing. A functional leak test was performed by filling the reservoir with water. After fill, leakage was observed at the welded area of the volume indicator port. The reported condition was confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that an unknown narcotic leaked inside the housing of a basal/bolus infusor after filling. The location of the leak was not specified. There was no patient involvement. No additional information is available.